Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and breast cancer ("breast cancer grade 3") in an adult female patient who had essure (batch no. 816055) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), mood swings ("significant mood swings"), peripheral swelling ("swelling of the hands and the legs"), fluid retention ("water retention"), vulvovaginal dryness ("vaginal dryness making the patient unable to walk correctly"), constipation ("very significant constipation"), tinnitus ("tinnitus"), vertigo ("vertigos"), feeling cold ("sensation to have a cold"), back pain ("pain in the lower part of the back"), fatigue ("chronic fatigue"), poor quality sleep ("bad sleep") and abdominal pain lower ("pain in the lower part of the belly") and was found to have breast cancer (seriousness criterion medically significant). The patient was treated with surgery (operation, chemotherapy). At the time of the report, the pelvic pain, breast cancer, mood swings, peripheral swelling, fluid retention, vulvovaginal dryness, constipation, vertigo, feeling cold, fatigue and poor quality sleep outcome was unknown and the tinnitus, back pain and abdominal pain lower had not resolved. The reporter provided no causality assessment for abdominal pain lower, back pain, breast cancer, constipation, fatigue, feeling cold, fluid retention, mood swings, pelvic pain, peripheral swelling, poor quality sleep, tinnitus, vertigo and vulvovaginal dryness with essure. Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1900244) on 10-jan-2019. The most recent information was received on 15-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and breast cancer female ("breast cancer grade 3") in an adult female patient who had essure (batch no. 816055) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), mood swings ("significant mood swings"), peripheral swelling ("swelling of the hands and the legs"), fluid retention ("water retention"), vulvovaginal dryness ("vaginal dryness making the patient unable to walk correctly"), constipation ("very significant constipation"), tinnitus ("tinnitus"), vertigo ("vertigos"), feeling cold ("sensation to have a cold"), back pain ("pain in the lower part of the back"), fatigue ("chronic fatigue"), poor quality sleep ("bad sleep") and abdominal pain lower ("pain in the lower part of the belly") and was found to have breast cancer female (seriousness criterion medically significant). The patient was treated with surgery (operation, chemotherapy). At the time of the report, the pelvic pain, breast cancer female, mood swings, peripheral swelling, fluid retention, vulvovaginal dryness, constipation, vertigo, feeling cold, fatigue and poor quality sleep outcome was unknown and the tinnitus, back pain and abdominal pain lower had not resolved. The reporter provided no causality assessment for abdominal pain lower, back pain, breast cancer female, constipation, fatigue, feeling cold, fluid retention, mood swings, pelvic pain, peripheral swelling, poor quality sleep, tinnitus, vertigo and vulvovaginal dryness with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 15-mar-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.